Event description:
During the coronary artery bypass graft surgery, the first heartstring seal cracked during loading. On the second unit, the plunger couldn't be pushed all the way down. After a few attempts to push the plunger, the surgeon pulled the unit back, he pressed the plunger and the seal deployed out of the tube. A third seal was used to complete the procedure. No pt complications were reported.